Manufacturer narrative:
Correction to h6: device codes updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals and oversensing, resulting in inappropriate therapy. Additionally, an increase within normal limits was observed in pacing and shock impedance measurements. Technical services (ts) reviewed the device data and noted multiple inappropriate anti-tachycardia pacing (atp) bursts and two shocks due to oversensed noise in the rv channel. Ts recommended further evaluation and reprogramming options to prevent further inappropriate therapy. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals and oversensing, resulting in inappropriate therapy. Technical services (ts) reviewed the device data and noted multiple inappropriate anti-tachycardia pacing (atp) bursts and two shocks due to oversensed noise in the rv channel. Ts recommended lead revision and reprogramming to prevent further inappropriate therapy. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h and an upgrade to serious injury report.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals and oversensing, resulting in inappropriate therapy. Additionally, an increase within normal limits was observed in pacing and shock impedance measurements. Technical services (ts) reviewed the device data and noted multiple inappropriate anti-tachycardia pacing (atp) bursts and two shocks due to oversensed noise in the rv channel. Ts recommended further evaluation and reprogramming options to prevent further inappropriate therapy. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received that this rv lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.